Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right ventricular (rv) lead exhibited low impedances of 100 to 200 ohms in both unipolar and bipolar configurations. This pt underwent a normal device replacement procedure, during which, rv pacing inhibition was observed. It was noted that no pacing inhibition was noted prior to the procedure. This rv lead was therefore surgically capped and abandoned. No adverse pt effects were reported. The lead was actively implanted for approximately 11 years, 6 months.